Event description:
It was reported that two low flow alarms were noted on the patient's controller history on (B)(6) 2022. Log files contained only pulsatility index (pi) events. The patient's hemoglobin and hematocrit were stable. Further low flow alarms were noted on (B)(6) 2022. The patient's wife reported they occurred while the patient was laying down and tilted towards the left side while sleeping. The patient was asymptomatic. Their wife noted the alarms were brief in nature and seemed like a "beeping". Hydration was encouraged and repeat lab work was to be done on (B)(6) 2022. The patient was admitted on (B)(6) 2022 after complaints of not feeling well, sweatiness, and feeling like they were going to pass out. During their complaints, the patient had a brief low flow alarm. The low flow alarms were attributed to low hemoglobin and hematocrit as well as dehydration. The patient admitted to having blood in their stools once a week but had previously denied bleeding. An esophagogastroduodenoscopy (egd) and colonoscopy were performed, revealing internal hemorrhoids as the source of bleeding. It was noted that a small arteriovenous malformation (avm) was possible though it was not detected on the colonoscopy. Intravenous (IV) fluids and 1 unit of packed red blood cells (prbcs) were given and the patient was prescribed colace (docusate sodium), amitiza (lubiprostone), and iron supplements at discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed the reported low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation, however, the account states that the low flow alarms were attributed to low hemoglobin and hematocrit (h/h) as well as dehydration. A direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas) (B)(4) could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed that throughout the log files there were 50 low flow fault flags that were triggered when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 1.8 lpm. Of these faults, 7 lasted over 10 seconds and low flow alarms were triggered. No other atypical events were captured. The pump appeared to function as intended at the set speeds. The patient remains ongoing on heartmate 3 lvas (B)(4). No product is available for investigation. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16-jul-2020. Heartmate 3 lvas instructions for use (IFU), rev. C, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. D, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6, ¿patient care and management¿, also lists hypovolemia as a potential late postimplant complication. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.